Event description:
The customer called and stated that her transformer to her freestyle pump was cracked, however, when the product was rec'd the transformer had a breach in the housing exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she stated that there was not a breach. She also stated that she did not witness any fire or sparking. However, the transformer was breached when the product was rec'd and the underlying electronics were exposed. The quality engineering evaluation had indicated that there was no harm reported by the end user and the discoloration and damage to the transformer housing appears to be from abuse. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in the and the voltage across the dc plug was measured at 12.20 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was 336.8 ohm, which is normal. Smoke, fire and sparking were not observed while the power supply was plugged in . The resistance across the ac blades measured as 25.68ohms, which is normal.